Manufacturer narrative:
The investigation confirmed that a non-repeatable falsely elevated vitros total hcg ii result was obtained from a patient sample processed on the vitros eciq system. The investigation was unable to determine a definitive assignable cause. Service actions were performed to optimize system performance; however there is no objective evidence to associate instrument performance with the event. Therefore, an instrument issue contributing to the event cannot be ruled out as a contributing factor. Historical vitros total hcg ii quality control results revealed no performance issues. Therefore, there is no indication that a reagent issue contributed to the event. Additionally, the investigation confirmed that the sample involved was not processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-repeatable, falsely elevated vitros total hcg ii result from a patient sample processed on a vitros eciq system (total hcg ii result = 157 iu/l vs. <2.39 iu/l). The higher than expected vitros total b-hcg result was reported from the laboratory and a corrected result was issued from the laboratory once identified. A biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).